Event description:
Allegations of fatigue, weakness, fevers, rashes, alopecia, high susceptibility to bruising, photosensitivity, dry mouth, night sweats, muscle and joint pain, tenderness, weakness, permanent scarring and disfigurement, and an atypical connective tissue disease.